Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation, breast pain, breast prosthesis migration. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 630cc saline breast prostheses when the left breast prosthesis deflated post implantation. The deflation was confirmed during an office visit. Additionally, it was reported that the patient is suffering from pain in her left breast and that both of her breasts are drooping to the side and full under the armpit. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 06-jan-2022, the mentor failure analysis lab received the device for evaluation. On 06-jan-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the breast implant has migrated and drooped under the armpit. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation of the returned device, a tear was noted on the anterior view, measuring approximately 1.6 cm. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).